Event description:
It was reported the patient experienced inadequate stimulation with their scs system. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Section b3: date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.